Event description:
It was reported that the customer woke up with vomiting and high blood glucose of 387mg/dl. It was stated that the customer contacted the doctor and was treated with an insulin pen. It was stated that the cannula was bent. It was stated that after being treated the customer's glucose dropped to 226mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.